Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient was hospitalized for peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2024 with peritonitis. Per the nurse, the patient had a pd culture obtained. However, the pd culture results were not available. The patient is reportedly receiving treatment with antibiotic therapy (details unknown). At the time follow-up was performed, the patient remained in the hospital. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient was hospitalized for peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2024 with peritonitis. Per the nurse, the patient had a pd culture obtained. However, the pd culture results were not available. The patient is reportedly receiving treatment with antibiotic therapy (details unknown). At the time follow-up was performed, the patient remained in the hospital. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event